Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed and order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that 'low supply' alarm does not come on and slider on the air side was not moving on the microblender. There is no information of patient involvement associated with the event as of this time.